Event description:
The patient reported that on (B)(6) 2025, their blood glucose level increased to 950 mg/dl after wearing the pod for approximately 24 to 36 hours. The only reported symptom was a feeling of weakness. The patient was diagnosed with diabetic ketoacidosis at the hospital and was treated with an insulin drip. The patient stated that he is currently managing his blood glucose with daily insulin injections. As of (B)(6) 2025, the patient appeared to still be hospitalized but indicated that he might be discharged that day; however, an official discharge date was not provided.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: phone_control_android. Omnipod software app version: 3.1.6. Operating system: bp2a.250605.031.a3.s921usqs4cyl1. Hardware: sm-s921u. Cgm sensor type: g7. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.